Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents in specification. No unexpected failed battery test. No button error alarm. However, intermittent button response noted due to moisture damage keypad trace. Minor scratched lcde window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip. No frozen display noted.

Event description:
Customer reported a button error and a frozen screen on the insulin pump. Customer stated that he is unable to clear it. The customer's current blood glucose reading is 155 mg/dl. Customer also stated that he took the battery out and received a failed battery test. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.